Manufacturer narrative:
This medwatch is reporting system controller (B)(4). System controller (B)(4) is reported under medwatch MFR report # 2916596-2019-00441. Lvad serial number (B)(4) is covered under medwatch MFR report # 2916596-2019-00176. Approximate age of device ¿ 39 days. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found lifeless in the room with a disconnected driveline. The system controller displayed an alarm timer at approximately 12 minutes. The perfusionist reconnected the device and the pump started as expected. The patient was reintubated and transferred to the intensive care unit. Hemodynamic conditions including pump performance were stable. System controller log files showed the driveline disconnection without any technical issues before at 22:51 and the reset of the pump at 23:02. During this time, one of the fuses was blown and a driveline power fault occurred. The clinic checked the backup system controller and it showed the same issue. The system controllers were replaced. It was reported that the patient is now doing fine. The patient was extubated and transferred to the normal ward in completely stable condition. No further issues have occurred. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported event of a driveline power fault alarm was confirmed via the log file and evaluation of the returned system controller. The returned system controller was tested and alarmed with a controller fault alarm due to a driveline power fault. Review of the system controller information screen on the system monitor revealed that fuse b was open. The system controller was connected to a test pump and was able to operate the pump without issue; however, the driveline power fault alarm remained active. The system controller was disassembled and the damaged fuse was replaced with a new component. The system controller was re-assembled and the power fault alarm was no longer active. The submitted log file spanned from 10jul2018 to 11jan2019. The extracted log file spanned 10jul2018 to 14jan2019. The fixed speed and low speed limit were set to 5000 rpm and the motor speed was always 0rpm, indicating that the controller was never used to support the system. The root cause of the reported event was due to a blown fuse b. No further information was provided. The manufacturer is closing the file on this event.